Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the patient visit that was showing in pyxis as discharged but unable to readmit. A technical support specialist (tss) dialed into the station and logged in as carefusion admin and transferred to the station and then accessed the med es app server. Tss updated user role settings for removed the permission for ¿include all controlled medications,¿ and verified in both pharmacy and facility formularies as controlled. Tss checked inventory and confirmed results. The tss verified that the configuration should allow dispensing without issues and advised the user to click tooltips if the problem occurs again to identify the reason. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, one or more errors had occurred. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.